Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported " the surgeon felt that the trial stem for the bone impaction system removed some bone when extracted during preparation of the humeral canal." Additional information was received. The customer stated "during a reverse shoulder surgery the trial stem seemed mismatched with the trial stem impaction handles and because of the discrepancy, the surgeon felt it cause it to remove some bone. The surgeon felt with a stems 9mm and above, there is a mismatch between the trial stem diameter and the diameter of the impaction handle. This size mismatch becomes more pronounced as the trial stem size increase." There was no pt injury; no intervention, no adverse consequences to the pt and no delay in surgery reported.